Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/21/2020. H.6. Investigation: bd received 1 shelf pack of luer adapter devices from batch 9157555 for investigation. 30 of the customer samples were subjected to a draw test using 10 tubes per cannula as well as a visual inspection to test for leakage. All samples passed as no defects were observed and all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during use with bd vacutainer® multiple sample luer adapter sterility is in question. There were 2 occurrences where device is suspected of contamination. Patient impact was not reported. The following information was provided by the initial reporter: their customer believes that this products may have been the cause of two separate tracer contamination's. The customer requires an investigation as the outcome needs to be included in an mpe radiation report.

Event description:
It was reported that during use with bd vacutainer® multiple sample luer adapter is leaking. There were 2 occurrences where device is suspected of contamination. Patient impact was not reported. The following information was provided by the initial reporter: their customer believes that this products may have been the cause of two separate tracer contamination's. The customer requires an investigation as the outcome needs to be included in an mpe radiation report. Additionally, the bd sales consultant provided the following additional information: customer has clarified that this complaint is about the tracer potentially leaking from the luer adapter, not that the luer adapter was contaminated.

Manufacturer narrative:
The following fields have been updated with corrected information: b.5. Describe event or problem: it was reported that during use with bd vacutainer® multiple sample luer adapter is leaking. There were 2 occurrences where device is suspected of contamination. Patient impact was not reported. The following information was provided by the initial reporter: their customer believes that this products may have been the cause of two separate tracer contamination's. The customer requires an investigation as the outcome needs to be included in an mpe radiation report. Additionally, the bd sales consultant provided the following additional information: customer has clarified that this complaint is about the tracer potentially leaking from the luer adapter, not that the luer adapter was contaminated. F.10 device codes: 1354.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with bd vacutainer® multiple sample luer adapter sterility is in question. There were 2 occurrences where device is suspected of contamination. Patient impact was not reported the following information was provided by the initial reporter: their customer believes that this products may have been the cause of two separate tracer contamination's. The customer requires an investigation as the outcome needs to be included in an mpe radiation report.